Event description:
It was reported that pump insulin gauge displayed amount different than expected earlier in the day, showing higher fill estimate than caller anticipated before automatically dropping to zero when reaching a certain level. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised customer to call back for troubleshooting if fill estimate issue occurred again, which caller acknowledged.